Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for c-cover has a burn is traced to component failure, likely due to stress of repeated use, external factors, or handling. A definitive root cause could not be identified. Olympus confirmed foreign material was present within the device, but the type of the material cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the c-cover has a burn, and the control section, the auxiliary jet tube, the c-cover has foreign objects, and the inside of the light guide (lg) lens has discoloration. There was no patient involvement